Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, deviation from instructions for use (IFU) (reprocessing manual) are unknown. However, the root cause of the reported event is unable to be determined. The event can be detected by following the IFU section: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The air channel had a blockage. Water flow did not meet specification. The water removal did not meet specifications. The water channel had a blockage. In addition to evaluation in b5, the pin unit was corroded. The bending angle in the up and right angle directions did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis lucera duodenovideoscope) is an olympus loaner that experienced an instrument channel obstructions/constriction issue. The event occurred during an unspecified procedure. The procedure was completed without delay or medical intervention, using a replacement device. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the biopsy channel was blocked with a foam-like material from a boston scientific rx locking device and biopsy cap set.